Event description:
The hcp reported that the pump was explanted prematurely after 24 months due to "complications". The pt was experiencing incresed pain requiring oral narcotics. In 2005, it was determined that the catheter was kinked. The catheter was revised, but again the following month, the pt noted increased pain. A myelogram was performed and found possible kinks. Ten days later another catheter test was performed where "some dye" was noted at the spine, but they were unable to aspirate cerebrospinal fluid, a rotor test was performed and it appeared that the pump was malfunctioning. The pump and the catheter were replaced about 12 days later. The pt is reported to be "doing great."